Manufacturer narrative:
Model number 329129 in medwatch form is not a valid abbott rv lead model number, instead 'rv lead" was entered in section d4.

Event description:
Voluntary medwatch received states that the right ventricle (rv) lead exhibited under sensing and low pacing impedance. No intervention or programming changes were reported. No patient status was reported.